Manufacturer narrative:
(B)(4).

Event description:
During the lar, idrive was connected to the reload. Reload was immediately stopped after pushing fire button. Procedure was finished using new reloads. Patient is not involved.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reload was received partially fired to the 4.5 cm cut line. The anvil clamping mechanism of the reload was deformed. The reload was loaded into a post market vigilance powered handle for functional testing, the interlock was overridden, and the reload fired satisfactorily. Replication of the partial firing condition occurs when the powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. Replication of this deformed anvil clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.